Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump act button was not responding and had frozen display. Customer stated they changed the battery on insulin pump and got software error bad pointer. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with e52 alarm loop during power up, problem isolated to mother board. Unable to perform operating currents, self-test and displacement test or verify unresponsive keypad and frozen screen due to e52 alarm.